Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): a concerto coil was returned for analysis within a shipping box; within sealed biohazard pouch and within an opened concerto implant coil inner pouch. The unknown micro catheter used in the event was not returned. The implant coil was returned without introducer sheath. Visual inspection/damage location details: the actuator interface was found to be broken. The concerto coil pushwire was found to be broken at break indicator ~10.3cm from proximal end. The implant coil was found to be already detached and not returned. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the concerto coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and the reported information, the customers report of ¿coil resistance/stuck in cath¿ was unable to be confirmed. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. The model or lot number for the unknown catheter were not provided; therefore, compatibility could not be assessed. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the concerto coil did not pass through the microcatheter. The product was being used as per the instructions for use. A new medtronic device was used to complete the procedure. No patient complications have been reported as a result of this event. Additional information received reported the resistance was in the catheter hub. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). There was no damage to the coil or catheter. The catheter was not a medtronic product.